Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented for routine follow up. The right ventricular lead exhibited low impedance showed an automatic polarity switch from bipolar to unipolar pulse configuration on 3 separate occasions. The device was programmed to bipolar pace configuration and will continue observing the device and lead through routine device follow up. No patient symptoms were noted.